Event description:
Vacutainers tamper evident seal is very thin and can easily become torn. The safety cap covering the needle is a very loose fit. During stocking and retrieval, employees have been stuck with needles when caps have fallen off.